Event description:
A malfunction alarm with code malf 12 was reported, and there was an assurance that it did not adversely affect the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while being instructed to report back if any issues arise again.